Manufacturer narrative:
The reported device was not returned as it remains implanted. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a bioprosthetic valve that presents with stenosis after an implant duration of three (3) years, five (5) months. Valve-in-valve intervention has been indicated for this patient. No additional information reported.

Event description:
Additional information received indicates that patient will not be treated with a transcatheter valve. No corrective therapy is currently planned.